Event description:
It was reported, a patient's implantable cardioverter defibrillator (ICD) presented with a swollen pocket. The device was explanted in a procedure on (B)(6) 2024. Post-procedure, the patient was stable.